Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of implant is unknown and was reportedly over ten years prior to may 5, 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record (DHR) review was performed for the subject device lot. The review showed that there was an mrr generated during production for angles of features on the lcp proximal tibia plates being out of specification. Relevance to the complained condition cannot be determined until the product is returned for investigation. The DHR review showed that there were potential issues during the manufacture of the product that could contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a 4.5 proximal tibial plate and nine screws explanted on (B)(6) 2016, due to complaints of pain. All devices were removed fully intact. The devices were implanted over ten years ago on an unknown date to treat a fractured proximal tibia. The surgery was completed successfully without any delay. This report is 1 of 2 for (B)(4).